Event description:
It was reported that the device exhibited an error message for ¿cassette cannot be detected¿. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. (B)(6). One device was returned for evaluation. Visual inspection revealed the entire device worn, battery door broken, and deep scratches on the display. Event history log confirmed high alarms for downstream occlusion and cassette not attached properly. Functional testing was attempted but the pump could not run because the cassette detection was not working. The reported issue was able to be replicated and confirmed; as soon as the pump was starting, the error message occurred. The root cause was determined to be fluid ingression of the downstream occlusion (dso) sensor and main board damaged. The dso sensor was replaced and main board controlled if there also is fluid damage. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.